Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not working properly. There was no reported impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.

Event description:
It was reported that an unexpected reset occurred. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
H6: remove 1503; add 2959. H6: remove 1503; add 2959.